Event description:
It has been reported that a revision surgery was performed due to pain and loosening. The primary surgery was performed approximately 8 years ago. The revised components will not be returned for investigation, because they were lost after surgery. The exact part and lot numbers of the explants are not avialable.